Event description:
A malfunction alarm was reported with a code of malf 9, and the pump's fault ID was 0x20f1. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump, and after performing a reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.